Event description:
Upon exchange of xomed nim2 emg endotracheal tube (placed during an a/p cervical fusion procedure) to a standard endotracheal tube, it was discovered that the left posterior electrode wire had penetrated through the tube and several inches of the wire were hanging on the outside of the tube. Device rec'd in biomed dept on 3/19/98 with photographs of the tube post-extubation showing the loose wire. MFR notified via this medwatch report.